Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported. During a tfn procedure the tfn insertion handle broke. The expected reason: surgeon was possibly trying to insert the nail by hammering on the handle extensions. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that one of three prongs is indeed broken off. We acknowledge that this is a rather delicate design but we suppose that simply too much mechanical force was applied and caused the breakage. The file history records were reviewed and showed conformity with the material and manufacturing specifications. No product fault could be detected. Placeholder.